Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a preimplant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 22-millimeter (mm) balloon with hand inflation using a 60 cubic centimeters (cc) syringe. The pre-dilation was noted to be successful and the valve was loaded onto the delivery catheter system (dcs) and checked under fluoroscopy. No misload was identified and it was observed that overlap was noted to the third node. The valve was positioned correctly and then deployed to 80 percent. At 80 percent, the valve was not expanding fully and appeared infolded or "dented" on one side. The valve was removed and a new valve and delivery catheter system (dcs) were used to complete the procedure without the need for post dilation. No adverse patient effects were reported.